Manufacturer narrative:
This event occurred in the (B)(6).

Manufacturer narrative:
The field service representative replaced the measuring cells and sipper nozzles. He cleaned and secured the extra wash sippers. He cleaned the reagent probe. He re-adjusted the sample arm. He replaced the pinch tubing. He did a system volume check. He adjusted the photomultiplier tube, did a blank cell calibration, and performance tests which passed.

Manufacturer narrative:
Additional information has been provided. The field service representative went on site. He checked the adjustments. The measuring cells were replaced as it had been two years since they were last changed. Performance testing was done.

Event description:
The customer alleged they received questionable n-terminal pro b-type natriuretic peptide (pbnp) for one patient on their e601. The customer stated the issues affected two sample and both samples were tested in aliquot tubes. Due to previous incidents, the customer stated they check samples carefully for bubbles before running. The patient's initial pbnp result was 15 pg/ml and it was reported outside the laboratory. The result was not queried by the clinician, but the sample was repeated on a different e601 analyzer that was being evaluated by the laboratory. The result was 3077 pg/ml. The sample was then repeated on the initial e601 analyzer and again on the new e601. The results were 3171 pg/ml and 3315 pg/ml. An amended reported was issued on (B)(4) 2014. On (B)(4) 2014, the patient had a second sample tested on the e601 analyzer and the pbnp result was 17 pg/ml. The result was reported outside the laboratory and it was queried by the clinician. The sample was repeated and the result was 3198 pg/ml. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The pbnp reagent lot number was 173210. The expiration date was requested but not provided.